Event description:
Customer states that the internal paddles are wearing down after several sterilizations. No pt involvement.

Manufacturer narrative:
(B)(4). A follow-up will be submitted upon completion of he investigation.